Event description:
I went to have a blood draw done on (B)(6) 2016 at an urgent care clinic in (B)(6). I asked the nurse practitioner for a blood draw to see if my white blood cell count went up. I also asked her if I could have a quantity of needles to choose from and if she would witness the blood draw. She said yes, I told them that someone was trying to hurt me maybe because we own three pieces of property in (B)(6). My major complaint is the quality of needles that he brought in to choose from. There were only two needles in a cup. The needles only had a paper sticker seal on it, that was the only thing to protect the needle. What kind of protection is that for something that is going to enter the body. I feel that the FDA should take all these needles off the market and should only allow health care professionals needles with a plastic seal that has to be broken. Our blood is so precious to us, why does the FDA allow healthcare professional people to use those kind of needles on people. If foul play was intended, it would be so easy to break the seal and he showed me the needle and wiped the spot where he was going to insert the needle. I moved my arm and he had to clean the area again. He was wearing gloves and one of his fingers covered the needle as it went in, so I did not see the needle inserted. I had an immediate bad reaction from the insertion from the needle when I got home. I felt and still do that my emotions are dead and this morning when I woke up, I had explosive diarrhea, and I have lost my appetite completely. I feel that the needle may have been a fluke needle that was possibly tainted. Please dear FDA, make america healthy, do not allow those needles to be used in the medical profession for the sake of all our children. Please FDA design a needle that will be made mandatory for all healthcare professionals to use to protect the elderly like myself and all people. We have to save our children from disease and hardship. I myself had 3 blood tests in my lifetime with those type of needles. Why does the FDA allow these needles to be used. Please invent a plastic covering for all needles to ensure the clients that the needles have never been tampered with. I am very distraught at my negative reaction to the blood draw. I am elderly, (B)(6) years old and should be treated with the same care that anyone of those healthcare professionals would treat their own mother, child or husband. I am very saddened at the quality of the needles that are being used to save money for the medical facilities. I am also planning to write to the (B)(6) of the united states about the quality of those particular needles being used in the medical facilities. You must do something now for the needles that I have just described may be partly responsible for the aids epidemic in america today. We have to protect the future generations and the teenagers and the young adults and the elderly like myself from anything foreign entering our precious blood. Please FDA, do something today about this problem. I am sure the blood draw will affect my life for the rest of my life if I don't get the proper medicine within 72 hours time frame from the time of the blood draw to stop the possible infection. I am also experiencing memory loss and it is difficult to understand what my husband is saying to me. I have also lost my appetite. If you can help me with my problem, it would be greatly appreciated. Thank you, (B)(6).